Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a new foley catheter that leaked in their office from the weekend and also a nasogastric tube feeding that was slipped off the reel repeatedly.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12866756. Visual received one (1) used all silicone foley catheter attached to the urine meter bag without original packaging. Verified material number 165814 and manufacturing lot number ngkp2637. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a 0.015in pinhole found on the balloon. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Task 14698118 was opened to notify manufacturing of the reported event. The scope of CAPA 12866756. Therefore, risk review, labeling review, and DHR review is not required. Based on the investigation results, and no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a new foley catheter that leaked in their office from the weekend and also a nasogastric tube feeding that was slipped off the reel repeatedly.